Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was no abnormality found with the subject device. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. The device handling that may result in tissue damage and severe bleeding has been warned in the instruction manual as follows; do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Biopsy may cause bleeding. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a gastric biopsy, the subject device was used. In the antrum biopsy, a tissue was torn and a large sample was taken with the subject device. In the fundic biopsy, a tissue was torn and a large sample was taken with the subject device. As a result, severe bleeding occurred. Clips were used for treatment of two biopsy sites. The patient felt pain in the stomach. No visible complication was found in the scan conducted the next day. There was no prolonged hospitalization.